Manufacturer narrative:
To date, the device remains implanted and in service. If new information is received a follow-up report will be submitted.

Event description:
Boston scientific received information that the patient in this case, returned for surgical intervention due to device pocket erosion. The product was surgically repositioned with no additional adverse effects reported.